Event description:
It was reported that caller had patient repeat magnet and still not able to see atrial spikes on trans telephonic monitoring (ttm). The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).